Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplicatin. It was reported the outer seals tore on both trocars and resulted in loss of pneumoperitoneum. The trocar with two small tears was replaced. There was no consequence to the pt.